Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2019; product ID: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leads were explanted due to venous thrombosis. The patient was re-implanted with a new atrial lead only. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. The proximal conductor of the lead became ex trinsically fractured due to pulling/stretching/over stress. The distal conductor of the lead became extrinsically fractured due to pulling/stretching/over stress. Visual analysis of the lead indicated apparent ex-plant damage. If information is provided in the future, a supplemental report will be issued.